Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained an unknown brand of baclofen at concentration of 2000 mcg/ml with a dose of 410.2 mcg/day. It was reported an empty pump alarm was occurring. The hcp had access to the clinician programmer. The hcp stated the low reservoir occurred (B)(6) 2016 and the empty reservoir occurred (B)(6) 2016. The patient missed his refill. The hcp stated the patient¿s mother reported they did not hear the alarm. After playing test alarms, the mother still couldn¿t hear the alarms. The hcp stated she could hear it so the sound must be a tone the mother couldn¿t hear. The hcp was going to consult with the managing hcp to see if she would like to try to fill the pump or replace it. No patient symptoms were reported. The managing hcp reported the patient was coming to a different facility to get the pump refilled. The hcp was providing oral baclofen that night until the pump could be refilled the next day. The hcp wanted to know if they should just refill the pump or what they should do.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.